Event description:
In december 2005, a minirail lengthener was applied to perform a lengthering of the first metatarsal. Approximately four weeks post surgery, the end screw clamp became loose. The thread on the fixed end clamp was found to be stripped, thus preventing further distraction. The lengthening achieved at the time of the event was 0.9cm (scheduled lengthening was 2 cm). The distributor was present at the operation an reported that no excessive force was used to tighten the minirail in theatre. No re-osteotomy was needed and the device was replaced with a new one in the doctor's office.